Event description:
It was reported to philips that the shutters were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the procedure was completed as planned by restarting the system. During an onsite visit, the philips field service engineer (fse) analysed the system log file and confirmed there were shutter errors. Upon further troubleshooting, fse identified that the collimator failed to open intermittently, confirming it as faulty. To resolve this issue, the fse replaced the collimator. The defective part was returned to philips for further analysis, which confirmed that the x shutter of the collimator was jammed. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.